Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the electrodes. The customer indicated that the electrodes were discarded and were not available for evaluation. Testing of the retained sample of electrodes was not able to duplicate the customer's report.

Event description:
Complainant alleged that during a routine shift check by a clinician, the connector on the electrode pads would not connect to the associated one step cable. Complainant indicated that there was no patient involvement in the reported malfunction.